Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Subsequently, the patient was hospitalized until a revision procedure could take place. At this time, evidence suggests the device remains in-service. No adverse patient effects were reported.